Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included herniated disc and cyst rupture. Concomitant products included cefixime (flexeril), etonogestrel (implanon), gabapentin, meclozine hydrochloride (meclizine hcl) and methocarbamol (robaxin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), the first episode of heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2014, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash;outbreak to certain foods, rash of red bumps"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the second episode of heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and rash papular ("rash of red bumps") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, the last episode of heavy menstrual bleeding, intermenstrual bleeding, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, gastrooesophageal reflux disease, dermatitis allergic and rash papular outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dyspareunia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, intermenstrual bleeding, nausea, pelvic pain, psychological trauma, rash papular, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), gen. Abnormal. Bleed, bladder probs. Uti, vag. Infect. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is being submitted retrospectively following an internal review. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("did not undergo confirmation test"). The patient had a medical history of cyst rupture and herniated disc. Concomitant products included implanon (etonogestrel), flexeril [cefixime], meclizine hcl (meclozine hydrochloride), robaxin (methocarbamol), gabapentin and mirena intrauterine device (levonorgestrel). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), a first episode of heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2014 she experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash;outbreak to certain foods, rash of red bumps"). In (B)(6) 2014 she experienced abdominal pain ("abdominal pain") and nausea ("nausea"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), a second episode of heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and rash papular ("rash of red bumps") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dyspareunia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, the first episode of heavy menstrual bleeding, the second episode of heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, nausea, pelvic pain, psychological trauma, rash papular, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), gen. Abnorm. Bleed, bladder probs. Uti, vag. Infect. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.